Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "rate accuracy issue" was reproduced. The device was sent for flow accuracy testing, and the device failed that, it is out of the acceptable tolerance range. A review of the event history log revealed an infusion programmed at a rate of 12.5 ml/hr and a vtbi of 50 ml. The infusion ran to completion with no abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure travel plate. The pressure travel plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a rate accuracy issue. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.